Event description:
It was reported that the device was used with patient for infusion (drug name not provided) and after scheduled infusion ended the system had delivered 10% below expected amount. No adverse effects to patient reported.